Event description:
It was reported that the device was used during a thyroidectomy procedure. The surgeon activated the device and there was tissue in the jaw, but the tissue pad was flaking off. The flakes were removed from the surgical area. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.